Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 900 mg/dl. Customer was treated with insulin pump. Customer also stated that reservoir where screws into broken away, sometimes sit locks in place and sometimes it does not. Customer mentioned that little chips coming off chunk was missing chip was right at the top of o-ring and another crack were the battery cap was piece was cracked off. Customer was able to lock reservoir in place when inserted in insulin pump and drive support cap was normal. Customer declined troubleshoot for high blood glucose. Insulin pump will be returned for analysis.